Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") and abdominal distension ("severe bloating/distended stomach/ bloating") in a 34-year-old female patient who had essure (ess205) (batch no. 12278094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass on (B)(6) 2009. Concurrent conditions included hysterectomy, thyroid disorder and cystitis interstitial. Concomitant products included colecalciferol (vitamin d) since 2016, estrogens conjugated (premarin) since (B)(6) 2017 and hydroxyzine (atarax) since 2015. In 2005, the patient experienced insomnia ("insomnia,"), urinary tract infection ("utis,"), bacterial infection ("bacterial infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"), urticaria ("hives"), weight increased ("weight fluctuations/weight gain/loss specify which one ) weight gain"), headache ("headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), joint swelling ("joint swelling"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient experienced tooth disorder ("dental issues/dental problems"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced stress ("stress;"), anxiety ("anxiety,") and depression ("depression"). In 2014, the patient experienced vision blurred ("blurred vision") and visual impairment ("difficulty seeing at night"). In (B)(6) 2016, the patient experienced abdominal distension (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), ovulation pain ("painful ovulation"), swelling ("swelling/autoimmune disorder-type of disorder : l-cysteine intolerance that causes swelling"), the second episode of dysmenorrhoea ("painful menstruation"), rash ("rashes"), adverse event ("among other symptoms"), mood swings ("mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pelvic pain ("pain") and arthritis ("joint inflammation"). The patient was treated with naproxen sodium (aleve tablet), antibiotics, zolpidem tartrate (ambien), lorazepam (ativan), surgery (hysterectomy with bilateral salpingooophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, ovulation pain, swelling, the last episode of dysmenorrhoea, urticaria, rash, tooth disorder, weight increased, headache, adverse event, insomnia, mood swings, female sexual dysfunction, joint swelling, urinary tract infection, stress, bacterial infection, anxiety, depression, migraine, urinary tract disorder, bladder disorder, feeling abnormal, nausea, amnesia, vision blurred, dyspareunia, vaginal discharge, visual impairment, fatigue and pelvic pain outcome was unknown and the back pain, alopecia, abdominal distension and arthritis had resolved. The reporter considered abdominal distension, abdominal pain lower, adverse event, alopecia, amnesia, anxiety, arthritis, back pain, bacterial infection, bladder disorder, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, joint swelling, migraine, mood swings, nausea, ovulation pain, pelvic pain, rash, stress, swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vision blurred, visual impairment, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2005: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received: reporters details added. Event added as mood swings, insomnia, ablation, abnormal bleeding (general), joint swelling, utis, apareunia (inability to have sexual intercourse), bacterial infection stress; depression; anxiety, l-cysteine intolerance that causes swelling, hives, migraines / headaches, bladder or urinary problems or changes, nausea, brain fog; memory loss, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, difficulty seeing at night; blurred vision, fatigue, weight gain, distended stomach/ bloating, hair loss. Event joint inflammation, hair loss, bloating, back pain outcome updated. Event swelling, bloating, event term updated. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Event weight fluctuation pt updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") and abdominal distension ("severe bloating/ bloating") in a 34-year-old female patient who had essure (ess205) (batch no. 12278094-invalid12268094 -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass on (B)(6) 2009. Concurrent conditions included hysterectomy, thyroid disorder and cystitis interstitial. Concomitant products included colecalciferol (vitamin d) since 2016, estrogens conjugated (premarin) since (B)(6) 2017 and hydroxyzine (atarax) since 2015. In 2005, the patient experienced insomnia ("insomnia,"), urinary tract infection ("utis,"), bacterial infection ("bacterial infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"), urticaria ("hives"), weight increased ("weight fluctuations/weight gain/loss specify which one ) weight gain"), headache ("headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), joint swelling ("joint swelling"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient experienced tooth disorder ("dental issues/dental problems"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced stress ("stress;"), anxiety ("anxiety,") and depression ("depression"). In 2014, the patient experienced vision blurred ("blurred vision") and night blindness ("difficulty seeing at night"). In (B)(6) 2016, the patient experienced abdominal distension (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), ovulation pain ("painful ovulation"), the second episode of dysmenorrhoea ("painful menstruation"), rash ("rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pelvic pain ("pain"), arthritis ("joint inflammation"), cystitis interstitial ("cystitis interstitial"), gastric dilatation ("distended stomach") and food intolerance ("l-cysteine intolerance that causes swelling") with swelling. The patient was treated with naproxen sodium (aleve tablet), antibiotics, zolpidem tartrate (ambien), lorazepam (ativan), surgery (hysterectomy with bilateral salpingooopherectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, ovulation pain, the last episode of dysmenorrhoea, urticaria, rash, tooth disorder, weight increased, headache, insomnia, mood swings, female sexual dysfunction, joint swelling, urinary tract infection, stress, bacterial infection, anxiety, depression, migraine, urinary tract disorder, bladder disorder, feeling abnormal, nausea, amnesia, vision blurred, dyspareunia, vaginal discharge, night blindness, fatigue, pelvic pain, cystitis interstitial, gastric dilatation and food intolerance outcome was unknown and the back pain, alopecia, abdominal distension and arthritis had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, arthritis, back pain, bacterial infection, bladder disorder, cystitis interstitial, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food intolerance, gastric dilatation, genital haemorrhage, headache, insomnia, joint swelling, migraine, mood swings, nausea, night blindness, ovulation pain, pelvic pain, rash, stress, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vision blurred, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion lot number reported 12278094 + 12268094is invalid. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2018: update of information (batch not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation'), abdominal pain lower ('cramping'), genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') and abdominal distension ('severe bloating/ bloating') in a 34-year-old female patient who had essure (ess205) (batch no. 12278094 inv,12268094 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass on (B)(6)2009. Concurrent conditions included hysterectomy, thyroid disorder, cystitis interstitial and obesity. Concomitant products included estrogens conjugated (premarin) since (B)(6)2017, hydroxyzine since 2015 and vitamin d nos (vitamin d) since 2016. In 2005, the patient experienced insomnia ("insomnia,"), urinary tract infection ("utis,"), bacterial infection ("bacterial infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and menstrual cramps ("dysmenorrhea (cramping"). On (B)(6)2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"), urticaria ("hives"), headache ("headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), joint swelling ("joint swelling"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight fluctuations/weight gain/loss specify which one ) weight gain"). In 2007, the patient experienced tooth disorder ("dental issues/dental problems"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced stress ("stress;"), anxiety ("anxiety,") and depression ("depression"). In 2014, the patient experienced vision blurred ("blurred vision") and night blindness ("difficulty seeing at night"). In (B)(6)2016, the patient experienced abdominal distension (seriousness criterion hospitalization). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), ovulation pain ("painful ovulation"), dysmenorrhoea ("painful menstruation"), rash ("rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pelvic pain ("pain"), arthritis ("joint inflammation"), cystitis interstitial ("cystitis interstitial"), gastric dilatation ("distended stomach") and food intolerance ("l-cysteine intolerance that causes swelling") with swelling. The patient was treated with antibiotics, lorazepam (ativan), zolpidem tartrate (ambien), naproxen sodium (aleve tablet), surgery (hysterectomy with bilateral salpingooophorectomy and ablation) and fillings crowns. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the uterine perforation, abdominal pain lower, genital haemorrhage, ovulation pain, dysmenorrhoea, urticaria, rash, tooth disorder, weight increased, headache, insomnia, mood swings, female sexual dysfunction, joint swelling, urinary tract infection, stress, bacterial infection, anxiety, depression, migraine, urinary tract disorder, bladder disorder, feeling abnormal, nausea, menstrual cramps, amnesia, vision blurred, dyspareunia, vaginal discharge, night blindness, fatigue, pelvic pain, cystitis interstitial, gastric dilatation and food intolerance outcome was unknown and the back pain, alopecia, abdominal distension and arthritis had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, arthritis, back pain, bacterial infection, bladder disorder, cystitis interstitial, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food intolerance, gastric dilatation, genital haemorrhage, headache, insomnia, joint swelling, menstrual cramps, migraine, mood swings, nausea, night blindness, ovulation pain, pelvic pain, rash, stress, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vision blurred, weight increased and dysmenorrhoea to be related to essure (ess205). The reporter commented: discrepancy noted insertion date (B)(6)2012, removal date (B)(6) 2015. On an unspecified date, the patient underwent blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6)2005: results: total bilateral occlusion. Lot number reported 12278094 + 12268094 is not valid. Concerning the injuries reported in this case, the following one was described in social media: hot flashes. Lot12278094 and 12268094 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") and abdominal distension ("severe bloating/ bloating") in a 34-year-old female patient who had essure (ess205) (batch no. 12278094/ 12268094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass on (B)(6) 2009. Concurrent conditions included hysterectomy, thyroid disorder and cystitis interstitial. Concomitant products included colecalciferol (vitamin d) since 2016, estrogens conjugated (premarin) since (B)(6) 2017 and hydroxyzine (atarax) since 2015. In 2005, the patient experienced insomnia ("insomnia,"), urinary tract infection ("utis,"), bacterial infection ("bacterial infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"), urticaria ("hives"), weight increased ("weight fluctuations/weight gain/loss specify which one ) weight gain"), headache ("headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), joint swelling ("joint swelling"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient experienced tooth disorder ("dental issues/dental problems"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced stress ("stress;"), anxiety ("anxiety,") and depression ("depression"). In 2014, the patient experienced vision blurred ("blurred vision") and night blindness ("difficulty seeing at night"). In (B)(6) 2016, the patient experienced abdominal distension (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), ovulation pain ("painful ovulation"), the second episode of dysmenorrhoea ("painful menstruation"), rash ("rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pelvic pain ("pain"), arthritis ("joint inflammation"), cystitis interstitial ("cystitis interstitial"), gastric dilatation ("distended stomach") and food intolerance ("l-cysteine intolerance that causes swelling") with swelling. The patient was treated with naproxen sodium (aleve tablet), antibiotics, zolpidem tartrate (ambien), lorazepam (ativan), surgery (hysterectomy with bilateral salpingooopherectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, ovulation pain, the last episode of dysmenorrhoea, urticaria, rash, tooth disorder, weight increased, headache, insomnia, mood swings, female sexual dysfunction, joint swelling, urinary tract infection, stress, bacterial infection, anxiety, depression, migraine, urinary tract disorder, bladder disorder, feeling abnormal, nausea, amnesia, vision blurred, dyspareunia, vaginal discharge, night blindness, fatigue, pelvic pain, cystitis interstitial, gastric dilatation and food intolerance outcome was unknown and the back pain, alopecia, abdominal distension and arthritis had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, arthritis, back pain, bacterial infection, bladder disorder, cystitis interstitial, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food intolerance, gastric dilatation, genital haemorrhage, headache, insomnia, joint swelling, migraine, mood swings, nausea, night blindness, ovulation pain, pelvic pain, rash, stress, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vision blurred, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet- events distended stomach, swelling were added and allergic edema updated to food intolerance. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation'), embedded device ('embedded within the left fallopian adjacent to the cornu of the uterus is a coiled silver metallic wire.'), abdominal pain lower ('cramping'), genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') and abdominal distension ('severe bloating/ bloating') in a 34-year-old female patient who had essure (ess205) (batch no. (12278094,12268094)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass on (B)(6) 2009, human papilloma virus test positive, groin nodes, chronic cervicitis, paratubal cyst, follicular cyst of ovary, menorrhagia, dysmenorrhea, total abdominal hysterectomy, cystoscopy and ureteral stent insertion. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hysterectomy, thyroid disorder, cystitis interstitial and obesity. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2017, hydroxyzine since 2015 and vitamin d nos (vitamin d) since 2016. In 2005, the patient experienced insomnia ("insomnia,"), urinary tract infection ("utis,"), bacterial infection ("bacterial infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and menstrual cramps ("dysmenorrhea (cramping"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"), urticaria ("hives"), headache ("headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), joint swelling ("joint swelling"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight fluctuations/weight gain/loss specify which one ) weight gain"). In 2007, the patient experienced tooth disorder ("dental issues/dental problems"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced stress ("stress;"), anxiety ("anxiety,") and depression ("depression"). In 2014, the patient experienced vision blurred ("blurred vision") and night blindness ("difficulty seeing at night"). In (B)(6) 2016, the patient experienced abdominal distension (seriousness criterion hospitalization). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), ovulation pain ("painful ovulation"), dysmenorrhoea ("painful menstruation"), rash ("rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pelvic pain ("pain"), arthritis ("joint inflammation"), cystitis interstitial ("cystitis interstitial"), gastric dilatation ("distended stomach") and food intolerance ("l-cysteine intolerance that causes swelling") with swelling. The patient was treated with antibiotics, lorazepam (ativan), zolpidem tartrate (ambien), naproxen sodium (aleve tablet), surgery (hysterectomy with bilateral salpingo oopherectomy, ablation) and fillings crowns. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, abdominal pain lower, genital haemorrhage, ovulation pain, dysmenorrhoea, urticaria, rash, tooth disorder, weight increased, headache, insomnia, mood swings, female sexual dysfunction, joint swelling, urinary tract infection, stress, bacterial infection, anxiety, depression, migraine, urinary tract disorder, bladder disorder, feeling abnormal, nausea, menstrual cramps, amnesia, vision blurred, dyspareunia, vaginal discharge, night blindness, fatigue, pelvic pain, cystitis interstitial, gastric dilatation and food intolerance outcome was unknown and the back pain, alopecia, abdominal distension and arthritis had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, arthritis, back pain, bacterial infection, bladder disorder, cystitis interstitial, depression, dyspareunia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, food intolerance, gastric dilatation, genital haemorrhage, headache, insomnia, joint swelling, menstrual cramps, migraine, mood swings, nausea, night blindness, ovulation pain, pelvic pain, rash, stress, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vision blurred, weight increased and dysmenorrhoea to be related to essure (ess205). The reporter commented: discrepancy noted insertion date (B)(6) 2012, removal date (B)(6) 2015. On an unspecified date, the patient underwent blood transfusion. On the patient's left side, four coils were present. On the patient's right side, seven coils were present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in social media: hot flashes. Lot # 12278094 and 12268094 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") and abdominal distension ("severe bloating/distended stomach/ bloating") in a 34-year-old female patient who had essure (ess205) (batch no. 12278094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass on (B)(6) 2009. Concurrent conditions included hysterectomy, thyroid disorder and cystitis interstitial. Concomitant products included colecalciferol (vitamin d) since 2016, estrogens conjugated (premarin) since (B)(6) 2017 and hydroxyzine (atarax) since 2015. In 2005, the patient experienced insomnia ("insomnia,"), urinary tract infection ("utis,"), bacterial infection ("bacterial infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"), urticaria ("hives"), weight increased ("weight fluctuations/weight gain/loss specify which one ) weight gain"), headache ("headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), joint swelling ("joint swelling"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient experienced tooth disorder ("dental issues/dental problems"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced stress ("stress;"), anxiety ("anxiety,") and depression ("depression"). In 2014, the patient experienced vision blurred ("blurred vision") and visual impairment ("difficulty seeing at night"). In (B)(6) 2016, the patient experienced abdominal distension (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), ovulation pain ("painful ovulation"), swelling ("swelling/autoimmune disorder-type of disorder : l-cysteine intolarence that causes swelling"), the second episode of dysmenorrhoea ("painful menstruation"), rash ("rashes"), adverse event ("among other symptoms"), mood swings ("mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pelvic pain ("pain") and arthritis ("joint inflammation"). The patient was treated with naproxen sodium (aleve tablet), antibiotics, zolpidem tartrate (ambien), lorazepam (ativan), surgery (hysterectomy with bilateral salpingooopherectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, ovulation pain, swelling, the last episode of dysmenorrhoea, urticaria, rash, tooth disorder, weight increased, headache, adverse event, insomnia, mood swings, female sexual dysfunction, joint swelling, urinary tract infection, stress, bacterial infection, anxiety, depression, migraine, urinary tract disorder, bladder disorder, feeling abnormal, nausea, amnesia, vision blurred, dyspareunia, vaginal discharge, visual impairment, fatigue and pelvic pain outcome was unknown and the back pain, alopecia, abdominal distension and arthritis had resolved. The reporter considered abdominal distension, abdominal pain lower, adverse event, alopecia, amnesia, anxiety, arthritis, back pain, bacterial infection, bladder disorder, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, joint swelling, migraine, mood swings, nausea, ovulation pain, pelvic pain, rash, stress, swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vision blurred, visual impairment, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as mood swings, insomnia, ablalion, abnormal bleeding (general), joint swelling, utis, apareunia (inability to have sexual intercourse), bacterial infection stress; depression; anxiety, l-cysteine intolerance that causes swelling, hives, migraines / headaches, bladder or urinary problems or changes, nausea, brain fog; memory loss, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, difficulty seeing at night; blurred vision, fatigue, weight gain, distended stomach/ bloating, hair loss. Event joint inflammation, hair loss, bloating, back pain outcome updated. Event swelling, bloating, event term updated. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Event weight fluctuation pt updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation'), embedded device ('embedded within the left fallopian adjacent to the cornu of the uterus is a coiled silver metallic wire.'), abdominal pain lower ('cramping'), genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') and abdominal distension ('severe bloating/ bloating') in a 34-year-old female patient who had essure (ess205) (batch no. 12278094 inv,12268094 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass on (B)(6) 2009, human papilloma virus test positive, groin nodes, chronic cervicitis, paratubal cyst, follicular cyst of ovary, menorrhagia, dysmenorrhea, total abdominal hysterectomy, cystoscopy and ureteral stent insertion. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hysterectomy, thyroid disorder, cystitis interstitial and obesity. Concomitant products included estrogens conjugated (premarin) since (B)(6) 2017, hydroxyzine since 2015 and vitamin d nos (vitamin d) since 2016. In 2005, the patient experienced insomnia ("insomnia,"), urinary tract infection ("utis,"), bacterial infection ("bacterial infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and menstrual cramps ("dysmenorrhea (cramping"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"), urticaria ("hives"), headache ("headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), joint swelling ("joint swelling"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight fluctuations/weight gain/loss specify which one ) weight gain"). In 2007, the patient experienced tooth disorder ("dental issues/dental problems"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced stress ("stress;"), anxiety ("anxiety,") and depression ("depression"). In 2014, the patient experienced vision blurred ("blurred vision") and night blindness ("difficulty seeing at night"). In (B)(6) 2016, the patient experienced abdominal distension (seriousness criterion hospitalization). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), ovulation pain ("painful ovulation"), dysmenorrhoea ("painful menstruation"), rash ("rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pelvic pain ("pain"), arthritis ("joint inflammation"), cystitis interstitial ("cystitis interstitial"), gastric dilatation ("distended stomach") and food intolerance ("l-cysteine intolerance that causes swelling") with swelling. The patient was treated with antibiotics, lorazepam (ativan), zolpidem tartrate (ambien), naproxen sodium (aleve tablet), surgery (hysterectomy with bilateral salpingooopherectomy, total abdominal hysterectomy, bilateral salpingo-oophorectomy and ablation) and fillings crowns. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, abdominal pain lower, genital haemorrhage, ovulation pain, dysmenorrhoea, urticaria, rash, tooth disorder, weight increased, headache, insomnia, mood swings, female sexual dysfunction, joint swelling, urinary tract infection, stress, bacterial infection, anxiety, depression, migraine, urinary tract disorder, bladder disorder, feeling abnormal, nausea, menstrual cramps, amnesia, vision blurred, dyspareunia, vaginal discharge, night blindness, fatigue, pelvic pain, cystitis interstitial, gastric dilatation and food intolerance outcome was unknown and the back pain, alopecia, abdominal distension and arthritis had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, arthritis, back pain, bacterial infection, bladder disorder, cystitis interstitial, depression, dyspareunia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, food intolerance, gastric dilatation, genital haemorrhage, headache, insomnia, joint swelling, menstrual cramps, migraine, mood swings, nausea, night blindness, ovulation pain, pelvic pain, rash, stress, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vision blurred, weight increased and dysmenorrhoea to be related to essure (ess205). The reporter commented: discrepancy noted insertion date (B)(6) 2012, removal date (B)(6) 2015. On an unspecified date, the patient underwent blood transfusion. On the patient's left side, four coils were present. On the patient's right side, seven coils were present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Lot number reported 12278094 + 12268094 is not valid. Concerning the injuries reported in this case, the following one was described in social media: hot flashes. Lot12278094 and 12268094 are invalid . Quality-safety evaluation of ptc: unable to confirm complaint. . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received: event: 'embedded within the right fallopian tube adjacent to the cornu of the uterus is a coiled silver metallic wire' , medical history, patient demographic, patient aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation'), abdominal pain lower ('cramping'), genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') and abdominal distension ('severe bloating/ bloating') in a 34-year-old female patient who had essure (ess205) (batch no. 12278094 inv,12268094 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass on (B)(6)2009. Concurrent conditions included hysterectomy, thyroid disorder, cystitis interstitial and obesity. Concomitant products included estrogens conjugated (premarin) since (B)(6)2017, hydroxyzine since 2015 and vitamin d nos (vitamin d) since 2016. In 2005, the patient experienced insomnia ("insomnia,"), urinary tract infection ("utis,"), bacterial infection ("bacterial infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea") and menstrual cramps ("dysmenorrhea (cramping"). On (B)(6)2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"), urticaria ("hives"), headache ("headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), joint swelling ("joint swelling"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight fluctuations/weight gain/loss specify which one ) weight gain"). In 2007, the patient experienced tooth disorder ("dental issues/dental problems"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced stress ("stress;"), anxiety ("anxiety,") and depression ("depression"). In 2014, the patient experienced vision blurred ("blurred vision") and night blindness ("difficulty seeing at night"). In (B)(6) 2016, the patient experienced abdominal distension (seriousness criterion hospitalization). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), ovulation pain ("painful ovulation"), dysmenorrhoea ("painful menstruation"), rash ("rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pelvic pain ("pain"), arthritis ("joint inflammation"), cystitis interstitial ("cystitis interstitial"), gastric dilatation ("distended stomach") and food intolerance ("l-cysteine intolerance that causes swelling") with swelling. The patient was treated with antibiotics, lorazepam (ativan), zolpidem tartrate (ambien), naproxen sodium (aleve tablet), surgery (hysterectomy with bilateral salpingooopherectomy and ablation) and fillings crowns. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the uterine perforation, abdominal pain lower, genital haemorrhage, ovulation pain, dysmenorrhoea, urticaria, rash, tooth disorder, weight increased, headache, insomnia, mood swings, female sexual dysfunction, joint swelling, urinary tract infection, stress, bacterial infection, anxiety, depression, migraine, urinary tract disorder, bladder disorder, feeling abnormal, nausea, menstrual cramps, amnesia, vision blurred, dyspareunia, vaginal discharge, night blindness, fatigue, pelvic pain, cystitis interstitial, gastric dilatation and food intolerance outcome was unknown and the back pain, alopecia, abdominal distension and arthritis had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, arthritis, back pain, bacterial infection, bladder disorder, cystitis interstitial, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food intolerance, gastric dilatation, genital haemorrhage, headache, insomnia, joint swelling, menstrual cramps, migraine, mood swings, nausea, night blindness, ovulation pain, pelvic pain, rash, stress, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vision blurred, weight increased and dysmenorrhoea to be related to essure (ess205). The reporter commented: discrepancy noted insertion date (B)(6)2012, removal date (B)(6)2015. On an unspecified date, the patient underwent blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6)2005: results: total bilateral occlusion. Lot number reported 12278094 + 12268094 is not valid. Concerning the injuries reported in this case, the following one was described in social media: hot flashes. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received : event migration/perforation was added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), ovulation pain ("painful ovulation"), swelling ("swelling"), dysmenorrhoea ("painful menstruation"), alopecia ("hair loss"), urticaria ("hives"), rash ("rashes"), tooth disorder ("dental issues"), weight fluctuation ("weight fluctuations"), abdominal distension ("severe bloating"), headache ("headache") and adverse event ("among other symptoms"). The patient was treated with surgery (procedure with removal of essure device scheduled for (B)(6) 2017). At the time of the report, the abdominal pain lower, genital haemorrhage, ovulation pain, swelling, dysmenorrhoea, alopecia, urticaria, rash, tooth disorder, weight fluctuation, abdominal distension, headache and adverse event outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adverse event, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, ovulation pain, rash, swelling, tooth disorder, urticaria and weight fluctuation to be related to essure (ess205). Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.